Event description:
Surgical mesh used in hysterectomy and bladder repair in the year 2000 at (B)(6). I have had multiple uti's. Infections, over the years and now a purulent vaginal discharge. The gynecologist recommends surgery with anesthesia for removal of the eroding mesh. However, the first available date is late (B)(6). I am worried about this. What recourse do I have and where do I report this and will it make any difference? Dates of use: (B)(6) 2000 - (B)(6) 2010. Diagnosis or reason for use: bladder repair.